Event description:
It was reported that prior to starting a da vinci s prostatectomy surgical procedure the customer experienced 20013 system error codes. The patient was under anesthesia for 50 minutes and port incisions were made when the surgeon decided to abort the procedure.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with a patient side manipulator (psm). The patient side manipulator is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The psm was returned to isi for failure analysis investigation. Engineering discovered both 20013 and 21013 in the error logs. The 20013 and 21013 system error codes appeared when the davinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety system put davinci in a "recoverable safe state". Engineering concluded that the encoder and potentiometer assemblies had malfunctioned, thus generating the system errors experienced by the customer. As of 2007, there have been no reported recurrences of the issue at this hospital.